Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a representative reported the patient had experienced a return of symptoms and had lost approximately 30 pounds. The settings were increased a couple of weeks ago and the patient was seen on the day of report, but had lost 4 pounds since the last visit. The patient was experiencing a shocking/pain sensation in certain positions (twisting or turning). The hcp was going to bring the patient back in the next week or two. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting had been performed. No surgical intervention had been done or planned but an endoscopy was recently performed. It was indicated the issue was not resolved at the time of report but the patient status was alive, no injury. Information received four days later via the hcp reported the patient began experiencing the previously reported symptoms the last few months. Diagnostics and troubleshooting involved interrogating the stimulation [illegible], which revealed an impedance of 511. The settings were reported to be set as: current at 5.0, voltage at 4.5, pulse width at 330, rate at 16, and on every 1 second while being off every 2 seconds. It was indicated the stimulator was increased to a current of 10, voltage of 5.1, rate of 28 while being on every 2 seconds and off every 3 seconds. The patient was better but there was a new complaint of pain over the stimulator. It was noted the patient's return of symptoms, weight loss and shocking/pain sensation was not completely resolved. The patient's indication for use was bowel dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient was felt stimulation in their arm and the physician believed there was a mental component to that. The physician was going to refer patient to another doctor. The patient also stated that she had a hernia at one point and they damaged her vague nerve.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.